Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The 80-85% stenosed, with a 90 degree bend, ostial lesion being treated was located in the non-calcified, tortuous circumflex (cx) artery. A 2.75x8 mm taxus express2 drug eluting stent was deployed successfully in the cx. The physician then predilated the ostial cx and advanced a 2.75x12 mm taxus express2 drug eluting stent. The lesion was predilated and the stent was deployed at 10 atms for 25 seconds. Upon removal of the stent delivery system, the balloon was stuck. The physician pulled negative two times, inflated the balloon to 4 atms for 10 seconds, then the balloon fully deflated and was removed. No pt complications were reported. Pt status reported as "fine/stable."